Event description:
It was reported that the patient went to the hospital due to receipt of inappropriate therapy. The lead noted a warning for fracture. Noise was observed on the lead. The lead was inactivated. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient went to the hospital due to receipt of inappropriate therapy. The lead noted a warning for fracture. Noise was observed on the lead. The lead was inactivated. No further patient complications have been reported as a result of this event. It was additionally reported that the lead was replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Twenty-six (26) ventricular nst<=210 ms on (B)(4) 2012. Thirty (30) vf<=210 ms average v-cycle on (B)(4) 2012. Ventricular short interval count v-sic=2203.5 counts avg/day, in 5.07 days, between (B)(4) 2012. Daily pace impedance log data shows an abrupt increase for v.pace = 904 to 2976 ohms peak between (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Twenty-six (26) ventricular nst<=210 ms on (B)(6) 2012. Thirty (30) vf<=210 ms average v-cycle on (B)(6) 2012. Ventricular short interval count v-sic=2203.5 counts avg/day, in 5.07 days, between (B)(6) 2012. Daily pace impedance log data shows an abrupt increase for v.pace = 904 to 2976 ohms peak between (B)(6) 2012.